Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that pieces were breaking off from reservoir compartment and believed that reservoir was not holding in place which may have caused unexplained high blood glucose. Customer's blood glucose was not reported. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind and basic occlusion test. The insulin pump had cracked case battery tube threads, reservoir tube, missing reservoir tube o-ring, broken reservoir tube lip and test reservoir will not click/lock in place. Unable to perform the occlusion test and excessive no delivery test due to reservoir tube lip anomaly.